Event description:
It was reported that a malfunction occurred where the pump needed to be reset continuously. There was no adverse impact on the customer's blood glucose level. The customer declined further follow-up, and no additional actions were taken as further information could not be obtained.